Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, the implantable cardiac monitor exhibited backup vvi operation. It was noted that the device was exposed to electrocautery during the implant procedure. After a device software download, normal device function resumed. The patient was asymptomatic and would continue to be monitored.